Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, via the right subclavian artery approach, into a previously implanted non-medtronic surgical valve, the valve was deployed at a depth of 3-4mm. Angiography showed mild-moderate paravalvular leak (pvl) on the left side of the valve; a post-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. During removal of the balloon catheter, resistance was noted, and the balloon catheter caught on the valve. The guidewire was pulled back; a partial inflation and deflation was performed with the balloon catheter and a slight twist released the balloon catheter from the valve and dislodged the valve into the ascending aorta. Subsequently, a second valve was loaded onto a new dcs for implant. Upon deployment, the outflow portion of the second valve could not fully expand as it was constrained within the inflow portion of the first valve. Mild paravalvular leak (pvl) was noted. The physician attempted a post-implant bav with the second valve, but the balloon caught the frame of the first valve. A decision was made to discontinue the bav; mild pvl remained with a final gradient of 8 mm hg. The discharge echocardiogram performed twenty-four hours post valve implant showed the pvl had resolved. No additional adverse patient effects were reported.